Event description:
It was reported that the user discovered the ilet device with a cracked screen and an unresponsive touchscreen, supported by a photo, and a replacement was arranged. Symptoms included no reported adverse physiological effects. Outcomes included no interruption to therapy requiring medical care and no alarms reported. Investigation included a review of provided images and verification of device identifiers. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen, rendering the user interface nonfunctional, with no evidence of an internal alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related damage to the device¿s screen.

Manufacturer narrative:
Initial.